Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based the device evaluation and the final investigation. The following fields were updated: d8, h3, h6. The subject device was returned for device investigation. The device evaluation found foreign material inside the air/water cylinder and air/water tube. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel, auxiliary channel, operator channel, suction channel. Cfu: <1cfu. Bacterial identification: bacillus species. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.